Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 586 mg/dl. Reportedly, the customer had delivered a bolus; however, consumed more food than intended. Bg was addressed via manual injection.